Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, the pacemaker was noted to exhibit crosstalk oversensing on the ventricular channel during atrial pacing with ventricular safety pacing (vsp) occurred with no pacing inhibition. The device pocket was reopened to replace the pacemaker. Upon testing with both opened and closed pocket, it was also noted that the new pacemaker exhibited crosstalk oversensing with no vsp occurring and no pacing inhibition noted. The new pacemaker remained implanted. The patient was in stable condition.